Event description:
Pt felt a "crunch" in right knee. Evaluation showed a fracture of yoke component of total knee replacement. Fractured component and related parts surgically replaced. Device upon explantation: tibial yoke fractured, tibial bearing damaged, tibial bushing damaged and fractured.